Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for deployed valve exhibiting central regurgitation and leaflet motion restriction resulting in a valve in valve were unable to be confirmed. A review of the DHR did not indicate any manufacturing nonconformances that could have contributed to the reported events. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. As noted, the patient had moderate calcification in the native annulus. Although transcatheter heart valve (thv) depends on native landing zone calcification for anchoring, bulky calcification within the landing zone may impact the ability for the thv leaflets to properly function. The bulky calcium can impinge on the thv leaflets, preventing them from proper coaptation and lead to regurgitation. In this case, available information suggests that patient factors (calcification) may have contributed to the leaflet motion restriction event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. As reported, "post valve deployment, over moderate central ar was observed. Echo revealed that frozen leaflet on the rcc side". In this case, leaflet motion restriction was observed which led to improper coaptation of the leaflet leading to central regurgitation. As such, available information suggests that patient factors (leaflet motion restricted in patient) may have contributed to the central regurgitation event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the valve was deployed in the 80/20 (aortic/ventricular) position with nominal volume. Post valve deployment, moderate central aortic regurgitation was observed. An echocardiogram was performed revealing a leaflet was frozen on the right coronary cusp (rcc) side. A valve in valve was performed to resolve the events.